Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, rewind anomaly and no delivery. The customer¿s blood glucose level was unknown. The customer reported that they received motor error. It was reported that the customer was able to successfully clear the alarm. The customer was unable to complete pump rewind and received no delivery alarm. The customer reported that the insulin pump alarmed no delivery during manual prime. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will not be returned for analysis.